Event description:
Bard lubri-sil ic complete care temperature sensing urinary catheter would not hold water to keep balloon inflated. Water observed leaking from the catheter at the y junction. FDA safety report ID# (B)(4).